Event description:
It was reported by service report that foot end lift was stuck in mid height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end lift assembly.